Manufacturer narrative:
Product complaint: investigation summary: examination of the returned instrument confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: it was reported that upon inspection of prostalac instruments it was found that both the right and left long molds were damaged. The proximal plate will not sit flush with the mold and this could cause a prostalac stem to be unacceptable when made in a deformed mold. / / investigation method: / / investigation summary:

Manufacturer narrative:
(B)(4). See section d for product information received. Depuy synthes has been informed that the lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon inspection of prostalac instruments, it was found that both the right and left long molds were damaged. The proximal plate will not sit flush with the mold and this could cause a prostalac stem to be unacceptable when made in a deformed mold.